Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint. Failure analysis investigation was unable confirmed the customer reported failure mode. The instrument was installed on an in-house found is4000 system. The instrument passed energy delivery testing, a cut test and a jaw (electrode) gap test.

Manufacturer narrative:
Additional analysis was performed by intuitive surgical, inc. (Isi) on the returned one endowrist vessel sealer instrument. Investigation also found that the instrument passed the jaw gap test.

Event description:
It was reported that during a da vinci low anterior procedure, the vessel sealer instrument would not seal. No patient harm, adverse outcome or injury was reported. The planned surgical procedure was completed. On (B)(4) 2015 isi contacted, the site's robotics coordinator, who initially reported this complaint. According to the robotics coordinator, she was not present during the surgical procedure when the sealing issue with the vessel sealer instrument occurred. The robotics coordinator indicated that she believes that the surgeon was using the vessel sealer instrument to seal the patient's inferior mesenteric artery (ima). However, she could not confirm if the specific vessel was the patient's ima; only that the surgeon was attempting to seal a large vessel. According to the robotics coordinator, the surgeon sealed the patient's vessel and it appeared to have been sealed; however, when he cut the vessel the patient began to bleed. The robotics coordinator indicated that the surgeon was able to control the bleeding and completed the surgical task using a replacement endowrist one vessel sealer instrument. The robotics coordinator indicated that the surgeon was able to successfully seal and cut the affected vessel with the replacement vessel sealer instrument. However, after approximately 1 hour of use the replacement vessel sealer instrument stopped sealing. The 2nd vessel sealer instrument was removed and the surgical task was completed with a 3rd vessel sealer instrument. According to the robotics coordinator, the planned surgical procedure was completed with the da vinci surgical system and the patient did not experience any intra-operative complications due to the reported sealing issues and the patient did not did not require an intra-operative blood transfusion. The robotics coordinator indicated that to the best of her knowledge the patient did not experience any post-surgical complications due to the reported event. MFR report 2955842-2015-00923 was submitted regarding the 2nd replacement vessel sealer instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci low anterior section procedure, the patient experienced bleeding after the surgeon had sealed and cut the patient's vessel. According to the information provided by the initial reporter, there was no injury to the patient and no additional medical intervention was required to treat the patient.